Event description:
During transport of an lvad pt to the operating room for cardiac transplantation, the digital displays on one drive module of the vad drive console went to 000, the driver sounded a constant alarm, and the vad stopped pumping. The pt was switched to the other drive module in the console without incident and the pt was transplanted. The dual drive console was returned to thoratec for investigation, which identified the cause of the failure as a loose connection between a printed circuit board and the mother board. The cause of the loose connection is being investigated to determine the need for any corrective action.